Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error code. A root cause could not be identified. Based on the results of the investigation, there is not any probable cause for the malfunctions reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a connectivity error during the inspection for use involving an olympus colonovideoscope. There was no patient involvement.